Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer or evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient complained that in 2007. He heard an over-loud sound, then suddenly all sound disappeared. The exchange of the external equiipment was without success. Testing carried, the next day, was not possible due to the overloud sound.